Event description:
Locking ring was removed from quintex screw during surgery. No patient injury: 20 minute delay of procedure. Component in use: sc432r / quintex screw driver.

Manufacturer narrative:
Manufacturing site evaluation: visual inspection (microscope): the screw shows no mechanical defects (i.e. Bent segments). It is likely that the screwdriver was appointed and/or driven with an incorrect angle. The manufacturing documents have been checked and found to be according to the specifications during the time of production. No material or manufacturing deficiency was found. The sc432r that was used in conjunction with this screw was evaluated and found to be according to specification with no deviations found.